Event description:
It was reported that the ilet displayed a persistent alert 69 and could not connect to the cgm, resulting in bg run mode, and troubleshooting showed the device reported a bluetooth version of 0.0.0, consistent with a program or algorithm execution failure associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported blood glucose values in the normal range. The device was returned for evaluation. Preliminary investigation of this case revealed incorrect data definition associated with a program or algorithm execution failure in the device, implicating the circuit board. The device powers on when charged and all the menus came up the device rewinds and extends as intended, however occasionally the device malfunctions. At some point the housing seal failed. This failure allowed fluid inside which corroded the components and caused the malfunctions and alert 69. The unit must be scrapped due to corrosion. The customer complaint is confirmed, and cause of the sealed and failure is unknown.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.